Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range. Review of the trended data identified atrial intrinsic amplitude ranges of 0.5mv to 2.3mv and there was no undersensing of atrial signals. Review of the stored data identified a pacemaker mediated tachycardia (pmt) episode showed one undersensed ventricular ectopic beat. All other lead measurements were stable. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.